Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the speaker would not produce sound every time. No patient involvement.